Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the right atrial lead exhibited high capture thresholds. The patient was asymptomatic and would be followed up in-clinic. No additional information was reported.